Event description:
It was reported that the patient was in a coma due to ventricular fibrillation or 'pacemaker failure', and there was no output. The device was explanted. No further patient complications have been reported as a result of this event.